Event description:
The customer reported that there was a fluid leak of an unknown volume from the left side of the coulter hmx hematology analyzer w/ autoloader 115v. The leak was not contained. There was no error messages observed. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) indicated that there was a leak at left front side of the instrument. He found a small hole in tubing at pv38. The tubing was replaced from ff220 to ff219 in pv38. (B)(4).